Event description:
Pt receiving pain control by pca pump every 12 hrs after surgery. Receiving a solution of demerol 10 mg/1 cc and in that 12 hrs it was being dispensed appropriately (volume of medication matched doses reported). When nurse changed the cartridge at 0730, she started the pump up, and said she definitely did not change the settings/dose/medication, etc. She gave a loading dose of 10 mg to start up and the setting had been changed to morphine (a concentration of 1 mg/ml). The pt received 10 times the planned dose. Nurse immediately administered narcan 4 mg to reverse, and the pt's vital signs remained normal. Pump sent to co for full inspection but may be a human error.